Event description:
As reported two small pieces of the plastic packaging were adhered to the 24 fr aortic cannula. This was found before use on the patient.

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Manufacturer narrative:
Customer report that "two small pieces of the plastic packaging was adhered to the 24fr. Aortic cannula" was confirmed. Two pieces of plastic was found on the cannula. The tray was damage with multiple cracks. The attached plastic piece matched the missing hole of the tray at the site of damage. There is not sufficient information to determine how the tray became damaged. There is no evidence to confirm that the tray was damaged or not damaged before the device was removed from the tray. Due to the isolated nature of this event, it can be concluded that an event specific to this hospital¿s handling and storage was likely the cause. There are appropriate risk controls and IFU references regarding device inspection. A device history review was performed on the product and no related nonconformities. There will be no CAPA at this time. This failure mode will continue to be monitored and trended and if it re-curs a similar investigation will be performed to determine if corrective action is appropriate. Trends will continue to be maintained through the edwards quality system.